Event description:
Surgical staff reports surgeon utilizing ets flex 35mm vascular stapler with a blue load cartridge. Attempted to reload stapler with a white load cartridge but load would go in all the way. In troubleshooting the issue it was noted the metal bottom of the original blue load cartridge was still in the stapler, it had broken off inside the shaft. Stapler was not in the patient at this time so no adverse outcome. Unfortunately packaging was not saved so the serial number was not available (may be on actual device which is red bagged).